Event description:
Size 30 ascension mcp was implanted into UK trauma patient. The patient had requested amputation of the finger, but the surgeon opted to try an implant first. Two months post-op, histologic specimens showed "reactive changes" and "foreign body reaction". Tissue testing for foreign body reaction showed no reaciton to pyrocarbon. However, ascension mcp was revised to a silicone spacer. Device was not returned to manufacturer. No further information was provided.